Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, concentric, de novo 90% stenosed, left anterior descending artery, the mini trek was inflated once and ruptured at 6 atmosphere after 2 seconds. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. A non-abbott balloon was used to complete the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned rx mini trek catheter noted blood and contrast visible in the inflation lumen and in the loosely folded balloon, consistent with preparation and a rupture while in the patient anatomy. Using a new indeflator filled with water, an attempt was made to pressurize the balloon when fluid leaked out of the middle of the balloon. There was a pinhole in the middle of the balloon above the marker band, confirming the reported rupture. There was a scratch on the balloon distal to the pinhole. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was heavily calcified which likely contributed to the reported difficulty. It is likely that the balloon material was damaged (scratched) during interactions with heavily calcified lesion, such that the balloon ruptured upon the first inflation at 6 atmosphere. A review of the lot history record did not reveal any non-conforming material records associated with this lot that could have contributed to this event and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.